Manufacturer narrative:
(B)(4). Eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the haptic tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted.